Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Patient reported through regulatory agency "capsular fibrosis grade 3", "bleeding complications" and "symptoms of breast implant illness "sjögren's syndrome, autoimmune thyroiditis, skin eczema, hair loss, joint pain, elevated ana". This record is for the right side. The device was explanted.